Event description:
It was reported the patient observed sparks coming out from the power cord of the external unit. The power cord was frayed. The external unit was replaced which resolved the issue. No patient consequences were reported.